Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and there were no adverse consequences.